Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker exhibited noise on the right ventricular (rv) channel. The noise was oversensed and led to pacing inhibition. The patient is pacemaker dependent but was asymptomatic to a period of asystole greater than 2 seconds in duration. Boston scientific technical services reviewed data from the device and confirmed that the noise was caused by myopotentials. No further episodes of noise were observed. The system was reprogrammed to avoid further oversensing and this pacemaker remains in service. No adverse patient effects were reported.